Manufacturer narrative:
E1: patient country: canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, the patient reported of had infection at the infusion site and treated with antibiotics. No further information available.